Event description:
Customer reportedly received results of 212 mg/dl and 112 mg/dl within 10 minutes on the compact system. No action was taken based on device results. No blood glucose symptoms reported with these results. No adverse event reported. No quality controls used. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
Lyrica dose unk once daily - 2 years, omocar dose unk twice daily - 2 years, lantus 3 units twice daily - therapy dates unk, novolog 10 units lunch - therapy dates unk, novolog 10 units am - therapy dates unk, novolog 12 units dinner - therapy dates unk.